Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a case they were unable to complete a snapshot because the arm continuously needed to move lower into the patient. During the case navigation was showing medial. They started a new snapshot, then it said please lower marker. Continued to lower and the arm got close to patient. They tried a generic work volume and issue occurred again. They then attempted snapshot and the issue persisted. They aborted use of the guidance system as they were unable to collect a snapshot. The issue was resolved with a hard restart. The dilator was showing medial by approximately 3mm. There was no impact on the patient outcome.